Manufacturer narrative:
The lead was expected to be returned for laboratory analysis. This report will be updated when analysis is complete.

Event description:
Boston scientific received information that during the implant procedure, this right ventricular (rv) lead was placed, but the r-wave measurements were small and the qrs was wide. The lead was repositioned seven times in effort to find more acceptable measurements, then it was no longer possible to extend and retract the helix mechanism. The pacing impedance measurement was then high, out-of-range at greater than 2,000 ohms. The lead was not used. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the helix was retracted, with blood around the base of the helix. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. The helix was functional in the laboratory setting, and passed electrical testing.